Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an lavh procedure, the ls1037 became stuck closed on tissue and was not sealing event though an end tone, indicating a completed seal cycle was heard. Another ls1037 was used to seal around jaws and remove it from the tissue. There was no patient injury.